Event description:
It was reported that an asahi sion blue guide wire was advanced to the left anterior descending (lad) coronary artery lesion. A trek dilatation catheter advanced the guide wire without reported issue. The balloon was inflated to 8 atmospheres (atm), then inflated to 14 atms, and then to 22 atms. After, the balloon was deflated without issue. Upon removal of the trek dilatation catheter, resistance was felt with the guidewire. The balloon felt as if it was dragging on the wire. The trek was removed and there was no device damage noted. A xience stent delivery system was successfully advanced on that same sion blue guide wire. The stent implanted without issue, and the delivery system removed on that same wire, without issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported the balloon catheter was inflated to 22 atmospheres (atm) which is above the rated burst pressure of 18 atm. It should be noted that the instructions for use (IFU), in the warning section states that the balloon pressure should not exceed the rated burst pressure (rbp).